Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a crack in hose of the dignishield. Here were the problems they experienced; the bag often inflates itself due to gas formation from the patient. The air had nowhere to go, and the bag inflates. Already had a tear on a seal a few times. The cap of the irrigation channel had already broken off. They had already had leak at the sampling port. They had already had the mounting balloon deflate on its own, resulting in the dignishield being loose in the bed. Per follow up information received via ibc on 20dec2024, the patient received a new dignishield several times in a few days, the patient was not affected by this problem.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "do not use if package is opened or damaged. Use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity". This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a crack in hose of the dignishield. Here were the problems they experienced; the bag often inflates itself due to gas formation from the patient. The air had nowhere to go, and the bag inflates. Already had a tear on a seal a few times. The cap of the irrigation channel had already broken off. They had already had leak at the sampling port. They had already had the mounting balloon deflate on its own, resulting in the dignishield being loose in the bed. Per follow up information received via ibc on 20dec2024, the patient received a new dignishield several times in a few days, the patient was not affected by this problem.